Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys assay results from around 60 patient samples tested on the cobas e 801 analytical unit. Please refer to the attachment pt-0075016_.pdf in the medwatch for the table containing the examples of questionable results.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA/510k (premarket numbers) were updated. The investigation noted sample quality-related alarms from the analyzer. The customer stated they traced the event to the low-vacuum tubes they used. They replaced the tubes with regular tubes, which resolved the issue. The investigation determined the event was consistent with a sample quality-related issue (incorrect tube type). The investigation determined that the customer's action resolved the issue. The investigation did not identify a product problem.